Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The emergency treatment procedure was completed after three restarts. The customer did not request philips service for this event. A philips field service engineer (fse) supported in calling the customer for the information. The customer mentioned that the issue was due to a mains power supply problem the night before. After the three restarts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a coronary angiography procedure, the system produced dark images. The system was restarted twice without resolve. The procedure was able to be completed after a third restart of the system. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.